Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer will see healthcare professional and needed lab work done prior. Customer needed to fast for lab work. Customer reported of having low blood glucose of 68 mg/dl and high blood glucose between 400 mg/dl and 500 mg/dl. Customer also had a seizure two months prior due to having epilepsy and not due to diabetes or pump.